Manufacturer narrative:
Device discarded and information not available. Information from facility indicated device had reached its end of life of two years after deployment. A request for additional information has been submitted to facility, no response as of (B)(6) 2015. Richard wolf medical instruments corporation considers this matter closed. However, in the event we receive additional information, we will provide manufacturer with follow-up information.

Event description:
Richard wolf medical instrument corporation (rwmic) sales representative was notified by customer indicated cable had flamed causing a burn mark on draping. No injury to patient or staff was reported.